Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when the code summary button on the device was pressed. The customer advised that this occurred multiple times during the event. There was no patient use associated with the reported event.